Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and a pump stop while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, the low speed events and pump stop could be indicative of an issue with the driveline. Analysis of the submitted log files also confirmed intermittent low flow hazard alarms while the pump was operating above the low speed limit; however, a specific cause for this finding could not be conclusively determined. The reported tear in the outer silicone jacket of the driveline could not be confirmed through this evaluation. A direct correlation between the log file findings, reported events (volume overload, syncope, and weakness), and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log files cumulatively contain data from 04nov2019 at 01:28am through 08nov2019 at 08:21am. Low flow hazard alarms were captured intermittently from 04nov2019 through 06nov2019. Estimated flow was captured at 2.4 lpm for each of these events. Additionally, low speed events were captured intermittently on (B)(6) 2019, beginning at 07:22am. These low speed events included a pump stop at 07:18pm. The low speed events were associated with low speed operation flags, low speed hazard alarms, and low flow hazard alarms. All low speed events appeared to occur while the patient was supported by the power module. Excluding the low speed events, estimated flow ranged from 2.4-5.6 lpm. No additional atypical alarms were captured throughout the file. It should be noted that no low speed events were observed while the patient was supported by batteries. Review of the patient¿s complaint history found that the patient was previously issued two ungrounded patient cables in september 2016 due to a suspected driveline issue (investigated under MFR # 2916596-2016-01955). Additional pump stoppages while the patient was supported by a grounded patient cable were reported in (B)(6) 2017. It should be noted that the patient later expired on (B)(6) 2019. The center reported that there were no device issues or malfunctions and the expiration was related to the patient¿s heart failure. To date, heartmate ii lvas, serial number (B)(6) has not been returned for evaluation. The hmii lvas IFU addresses all system controller alarms (including low speed hazard, low flow hazard, and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a small tear in his drive line. This was caused by the drive line getting caught in the zipper of his bag. Rescue tape was used to repair the tear. On (B)(6) 2019 the pump parameters indicated that the patient experienced a pump stop event. Patient is currently on an ungrounded cable. The event log confirmed the pump stops on (B)(6) 2019 and the percutaneous lead x rays are unremarkable. Patient remains hospitalized he is stable and will be discharged to a rehab. Facility. Patient has ungrounded cables for use at home. It was recommended at the time to place the patient on a grounded cable when he came into clinic or hospital. No other pump stops have been reported. Patient is now on an ungrounded cable. No further information provided.